Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that the patient returned for follow-up complaining of left leg pain. A cta was performed and the left side of the stent graft was found occluded. A tpa drip was inserted and the patient was subsequently treated with indigo aspiration system to evacuate the clot and 12mm stents from another manufacturer were placed in iliac artery. Angio revealed area of mechanical occlusion was clear with good flow. The physician stated the cause of the event was anatomy related, (there appeared to be an area in the left iliac that was slightly stenosed and at a 90 degree turn). No additional clinical sequelae were reported and the patient is fine and was discharged.